Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 6f engage introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. A corrective action was initiated to address the failure mode for insufficient amount of solvent applied to the stopcock tubing prior to insertion, resulting in sideport tubing detachment.

Event description:
During device preparation, the sideport detached from the sheath with no patient involved. Another engage introducer was used to perform the procedure.